Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and the complaint was not confirmed by failure analysis. Customer reported that the jaw failed to open. The instrument was tested on an in-house system and performed as expected. It successfully passed recognition and engagement tests, demonstrated smooth and intuitive movement with a full range of motion in all directions, and the grips functioned correctly by opening and closing properly. No physical damage was observed on the jaws or grip ring that could have caused the reported failure. The instrument operated as intended, successfully sealing and cutting, with no defects identified. Reported issues are likely due to customer-induced factors such as misuse or other external causes, not a product defect. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found that instrument operated as intended, successfully sealing and cutting, with no defects identified. Reported issues are likely due to customer-induced factors such as misuse or other external causes, not a product defect. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument jaws did not open. The procedure was completed with no reported injury.